Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted. No patient complications were reported. A procedure was later performed to implant the patient with a new aus. Despite efforts, additional information could not be obtained. A supplemental report will be submitted should further information be received.